Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd eclipse¿ needle had blockage issues. The following information was provided by the initial reporter: "...seem as though they're clogged when we try to use them".

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported bd eclipse¿ needle had blockage issues. The following information was provided by the initial reporter: "...seem as though they're clogged when we try to use them"